Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The event history log (ehl) review was performed and revealed four events of "improper shutdown!" Messages. The errors are preceded by "battery alert!" Messages while the pump was on battery power. An improper shutdown message occurs when all power sources become disconnected from the pump and the history log does not distinguish if power was manually disconnected. The reported condition was not verified. The device was found to deliver within specification. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without user input in the medicine 1 care area. There was no patient involvement. No additional information is available.